Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black foreign matter clogging the nozzle. Component analysis revealed it to be silicone rubber. Silicone rubber is used in components such as the air water valve gasket, the water supply tank inlet gasket, and the rubber at the injection tube mounting point. It is possible that fragments from deterioration or similar causes became mixed in and led to the clogging, however a pinpoint to the exact source could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Ric determined that a labeling review was unnecessary for the subject of the investigation, as it confirmed that the device was used according to the IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited black foreign matter clogging the nozzle. There was no patient involvement.